Event description:
Healthcare professional reported via nbir "capsular contracture baker grade iii, device migration/implant malposition, ptosis". This record is for the "right" side. The device was explanted and replaced.

Manufacturer narrative:
Follow-up is not possible with the initial reporter; therefore, additional event, product, and/or patient details are not attainable. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade iii.